Manufacturer narrative:
The affected device was checked by a dräger service technician. During testing the device functioned correctly and no issue with the audible and visual alarm functionalities could be detected. The log book was sent to the manufacturer for further analysis. The biomed stated in further communication that the evita functioned fine. Furthermore, reportedly the ICU room doors are kept closed which makes audible alarms hard to hear especially if the staff is in another room. Evaluation of the log entries revealed no technical error. Several alarms like airway pressure high, tidal volume high and apnea were generated continuously during the reported time of event (9am till 11am). The user silenced the active alarms by pressing alarm silence at 9:41 and 9:44. The device was set to standby between 9:44 and 10:04 (20 minutes), between 10:05 and 10:15 (10 minutes) and between 10:23 and 10:46 (23 minutes). In between those times ventilation was restarted by the user. During the investigation no malfunction of the evita xl could be detected. The user was often present at the device as seen by the standby and setting changes. The device generated several alarms during the timeframe which were acknowledged by the user twice. It can be concluded that the device performed as specified during the event. The IFU contains a warning that the user has to adjust audible alarm volume to a level that ensures the operator will be alerted when alarms occur. Furthermore, the IFU states that the operators of the medical device are responsible for choosing appropriate safety monitoring that supplies adequate information on medical device performance and patient condition.

Event description:
It was reported that while a patient was connected to the evita xl ventilator, the patient circuit become disconnected and the patient ultimately died. The customer claims they did not audibly hear the ventilator alarm. The customer has not alleged that the evita xl caused or contributed to the death of the patient. The evita xl was functionally tested by a dräger service engineer. The evita xl functioned correctly and alarmed properly when the patient circuit was disconnected. The evita xl device log shows that between the reported time range, breathing circuit disconnection related alarms were posted.